Manufacturer narrative:
Product analysis unable to determine root cause for the crack. Unit was sent out to external laboratory for additional investigation. The crack propagated from a knit line in the barbed port. Review of the crack found crazing around the crack in the port, generally this can be attributed to over exposure to some type of chemical and also imbedded stress in the part. Also during the lab investigation it was determined that there appears to have been upward force placed on the tubing barb which ultimately caused the crack in the barb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Visual analysis: upon receipt at medtronic¿s quality laboratory, visual inspection shows a crack at the base of the qb-inlet port. Note: the tubing was installed to the base of the port. This may be applying some additional stress to the port. Performance analysis: during pressure integrity testing, a leak observed from the base of the qb-inlet port. As the investigation is currently ongoing, a supplemental report will be submitted following completion. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use, the customer reported an ap40 leak. No blood loss occurred. The product was replaced. There was no adverse effect to the patient.